Manufacturer narrative:
H3, h6: the navio handpiece p/n: 110137, s/n: (B)(6) intended for treatment was returned for evaluation. The reported problem was not confirmed visually. A functional evaluation was performed. The evaluation followed the handpiece performance verification. The handpiece passed the test twice with the reported readings within range. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint. No further containment or corrective actions are recommended at this time. No further containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the navio handpiece p/n 110137 s/n (B)(6) intended for treatment was returned for evaluation. The reported problem was not confirmed visually. A functional evaluation was performed. The evaluation followed the handpiece performance verification. The handpiece passed the test twice with the reported readings within range. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint. No further containment or corrective actions are recommended at this time. No further containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that before a tka procedure, during the pre-op handpiece test, there was no reading and only a "-" for the position error, motion time, and linear speed. It was swapped for its backup to continue the procedure without delays. No other complications were reported. The investigation found a that the clamshell thumbscrew is missing.